Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4) case subject: npi 8015 watchdog error account name: (B)(6) hospital account #: 10033573 asset name: 8015bd pcu dom v9.33.1.2 a/b/g/n asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: (B)(6) had a pcu8015 sn (B)(4). Unit kept beeping with red light on. Even power cord was unplugged and the battery was removed, the unit did not stop beeping. Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: I recommended rich to send unit in for warranty repair. Transferred to com for rga number to send unit in.